Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for use. However, it was noticed that the balloon burst at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B5: updated describe event or problem.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for use. However, it was noticed that the balloon burst at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the left anterior descending (lad) artery with 70% stenosis and the balloon was inflated once.

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was selected for use. However, it was noticed that the balloon burst at nominal pressure. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the left anterior descending (lad) artery with 70% stenosis and the balloon was inflated once. It was further reported that the balloon was retrieved by pulling it back from the guide catheter.

Manufacturer narrative:
B5: updated describe event or problem. D4: lot number - updated to 0031808649. Expiration date - updated to 06/12/25.